Event description:
Two peripheral dilation catheters ruptured while inside the pt during an angiography procedure. Both catheters were the same brand, size and from the same lot number. No adverse events were attributed to this event.